Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis revealed that the reported charge circuit failure was confirmed and traced to elevated leakage in advanced valve metal therapy capacitor c3 in the three-capacitor stack. The capacitor was forwarded to medtronic energy and component center (mecc) for further analysis. Investigation at mecc concluded failure mode is electrical arcing due to loss of hermetic seal. Root cause is equipment malfunction leading to crimp on sidewall of ceramic insulator. The shallow crimp condition and insulator cracking allowed movement of the upper insulator and loss of compression to the deformation element. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was alarming for unsuccessful remote transmissions. When seen in office the device displayed ¿end of service (eos) - circuit failure¿. It was noted the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.